Event description:
Pt reported the display on the infusion device is defective. Pt stated, the display is not readable on time and therapy basal rate. Pt reported, there is a black spot in the upper right corner of the infusion device. Pt is using the backup infusion device and also has a backup insulin pen. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.